Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized. Customer alleged that hospitalization was due to an unspecified issue with pump software. The customer declined to provide additional information regarding the issue.